Event description:
It was reported that after implantation of a 3.0x28mm xience v stent in the mid left anterior descending coronary artery, a non-serious occlusion occurred in the 2nd diagonal artery, and the patient experienced unstable angina. A guidewire was advanced through the occlusion and the area was dilated with a balloon, resolving the event. Additionally, one day post stent implantation, the patient experienced non-serious elevation of creatinine kinase-myocardial band (ck-mb), more than 5 times greater than the normal upper limit. No treatment was reported. Five days post procedure, the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The reported patient effects of angina and occlusion are known observed and potential patient effects as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the reviewed information, no product deficiency was identified.